Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile saline breast prosthesis and experienced a suspected deflation on the left side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2022. Upon explantation, the device was found intact.

Manufacturer narrative:
On july 6, 2022, mentor completed evaluation of the device. Two devices were returned and it is unclear at this time which is the impacted device. As a result, both devices were analyzed device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 325cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 325cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Finally, on july 13, 2022, mentor became aware that the provided lot number was erroneously omitted from the previous reports. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2022, mentor became aware of the following erroneously omitted information in the previously submitted report: a date of event and serial number were provided. Relevant fields updated. Manufacturer¿s reference number: (B)(4).